Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported, the aneurysm was measured using 3d imaging. The neck width was 3.9 mm, the aneurysm height was 3.7 mm, and the aneurysm width was 5.9 mm. After repeated measurements, the operator chose to implant a w5-5-2 web. After deployment, the device could not be detached. Multiple attempts were made using different wdcs, and detachment still could not be achieved, including after angiography. The device was then retrieved, and another web of the same model was implanted into the aneurysm, completing the aneurysm embolization procedure. The patient was reported to be fine.